Event description:
It was reported that sensor failure occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).